Event description:
It was reported that the coupling tool shaft was broken and the trigger was jamming. No further information was provided. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side was defective, the coupling tool shaft is broken, and the trigger was jamming. This is attributed to handling during usage. The device was repaired and returned to the customer. Placeholder.